Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and loss of capture on the right ventricular channel. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to explant and replace this device due to normal battery depletion. No further adverse patient effects were reported. The product is still in possession of explanting facility, therefore it is not expected to be returned. Additional information was received detailing that high pacing thresholds were also observed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and loss of capture on the right ventricular channel. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to explant and replace this device due to normal battery depletion. This product was returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and loss of capture on the right ventricular channel. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to explant and replace this device. No further adverse patient effects were reported.